Event description:
It was reported that the claimant alleges that she underwent a right total hip arthroplasty in march 2013. It is further alleged that medical tests revealed a massive tumor developed and is surrounding the implant causing pain. Update: medical review dated (B)(6)2017 states that " on (B)(6)2013 she underwent a primary right total hip arthroplasty for a diagnosis of primary degenerative joint disease of the right hip. The operative report describes general anesthesia and a posterolateral approach. The acetabulum was described as solid peripherally, not seated medially after reaming to 53". X-ray printouts available for review that are related to the hips include a series dated (B)(6)2013, which is an ap of the pelvis and a lateral of the right hip, demonstrating an uncemented right total hip arthroplasty with no screws in the acetabulum. The hip is reduced and in nominal position and the cup appears not to be maximally medialized. "

Manufacturer narrative:
An event regarding malposition involving an securfit stem was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. There is no allegation of failure against the securfit stem as the medical review states "the acetabulum was described as solid peripherally, not seated medially after reaming to 53"...the hip is reduced and in nominal position and the cup appears not to be maximally medialized. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the claimant alleges that she underwent a right total hip arthroplasty in (B)(6) 2013. It is further alleged that medical tests revealed a massive tumor developed and is surrounding the implant causing pain.